Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd¿ 60ml catheter tip syringe was ¿dirty inside¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd¿ 60ml catheter tip syringe was ¿dirty inside¿. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd 60ml catheter tip syringe was ¿dirty inside¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd received a 60ml syringe from lot 7255704 for evaluation. Our quality engineer visually inspected the returned syringe and noticed that there appeared to be cardboard dust inside the syringe. Cardboard dust likely came from the boxes during the packaging process and landed on one of the packages. This was the first reported case of foreign matter associated with this lot, therefore, no corrective actions were deemed necessary at this time. A review of the device history record was performed and found no related quality issues identified during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.